Event description:
Philips respironics, inc., has advised me of CPAP recall. My CPAP is on the list of machines being recalled. I have experienced light headedness or dizzyness for over a year. Have had cardiologist check me out and everything is ok. Don't know if prescriptions could cause condition. FDA safety report ID # (B)(4).

Event description:
Philips respironics, inc., has advised me of CPAP recall. My CPAP is on the list of machines being recalled. I have experienced light headedness or dizzyness for over a year. Have had cardiologist check me out and everything is ok. Don't know if prescriptions could cause condition. FDA safety report ID # (B)(4).